Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of loose bearings has been confirmed. The likely cause could not be determined. However, it was also noted that the tool could not be inserted and the internal tube bearings were detached, also the bearings were found to be corroded and fractured. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation the bearings were loose. There was no patient involvement in this event. Additional information on evaluation received that the bearings were detached.